Event description:
It was reported the patient's ((B)(6)) lead was explanted due to a fracture at the distal end of the anchor. Prior to the procedure, the patient reportedly experienced a sudden loss of stimulation. No further information is available.

Manufacturer narrative:
Evaluation results: the returned lead was visually inspected and a cam impression mark was noted on the lead body due to the use of a swift-lock anchor. It was also visually confirmed the lead body had a kink with all of the lead wires broken at the side of the kink. Measurements confirmed the lead damage occurred at the distal end of the swift-lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.